Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient went to charge their ins last night and noticed the por screen on their recharger and stated the screen flipped into normal recharge mode after a few seconds but was then unable to turn stimulation on with the programmer. The patient received the same por screen on their programmer. The rep talked the patient through clearing the por screen with the programmer over the phone and they were then feeling stimulation and could adjust the intensity as normal. The patient stated that they charged their ins weekly so they unsure as to why the ins ¿reset¿. It was unknown if any factors may have led/contributed to the issue. The rep stated that they would call technical services later to discuss the reported issue. However, it was indicated that the issue had been resolved at the time of the event. No surgical intervention occurred or was planned. The patient was alive and without injury. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.